Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku rx balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents for balloon rupture. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat an eccentric, de novo lesion with mild tortuosity, moderate calcification and 100% stenosis in the proximal left circumflex coronary artery. There was no resistance noted during removal of the protective sheath from the balloon and the device was soaked prior to use. However, when the tenku was inflated to 6 atmospheres (atm) during the first inflation, the balloon ruptured. The device was replaced with a non-abbott balloon catheter and the procedure completed without any issue. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.